Manufacturer narrative:
Investigation visual inspection no significant deformations or damage of the valves were detected during the visual inspection. However, dry and bloody residues, a damaged catheter and body tissues are evident. Permeability test a permeability test has shown that both valves and the reservoir are permeable. Adjustment test th progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. . Results it should be noted that the shunt system was received dry (not submersed in liquid as recommended). In addition, the system was explanted at the beginning of february and was not sent to us until june. Therefore, it is not comprehensible what happened to the products during this time. The investigation of dry items is not significant due to the affect dry deposits of liquid and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. First, we performed a visual inspection of the pogav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. Both valves and the reservoir were shown to b permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves, we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. However, it is possible, that the deposits observed inside the valve or the body tissues could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient height = 70 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
Blockage of the shunt system was suspected. As a result, it was explanted (B)(6) 2019. It was reported that this shunt system was implanted into a (B)(6) year old male patient on (B)(6) 2018. Due to suspected blockage, it was explanted on (B)(6) 2019. No other details are provided. No associated patient complications are reported.